Event description:
The customer reported to olympus, the ureteroscope had a broken plastic attachment. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
In a follow up communication with the customer, it was noted that the device was inspected prior to use. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No patient was involved. There was no other information provided. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found outer tube was bent, there was dirt in the objective lens and optical fiber inspection found debris in the fiber system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to instructions for use being forgotten due to human error. Olympus will continue to monitor field performance for this device.